Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The missing pole clamp handle was identified during visual inspection. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation as part of a preventive maintenance by a service technician a flo-gard pump was found to be missing the pole clamp handle. There was no patient involvement. No additional information is available.